Event description:
It was reported that the pump touch screen appeared to have an ¿air pocket¿ underneath the screen and was unresponsive in that area. The customer's blood glucose was 165 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.